Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h6; h10. H6: proposed component code - mechanical: head. Visual examination of the provided pictures identified the cup, liner, head and adapter have bio debris on them, the liner shows signs of wear, the head and adapter have black debris inside of the taper as well. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and review of the available records identified findings of the reported issues. Xray reviewed and not submitted to mmi for further assessment as it is not dated and would therefore be difficult to correlate to the allegations of loosening, wear, and osteolysis. A definitive root cause cannot be determined. The event is confirmed to have signs of wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 23 years post-implantation, the patient underwent a right hip revision due to loosening, lysis, and implant wear. There was revision of the acetabular components for lysis and loosening. There was eccentric wear of the liner. The head was also revised. It was reported that no further information is available.